Event description:
Complainant alleged that during routine preventative maintenance of the device, the defibrillator was charged to 360 joules, but the energy output was 13 joules. There was no pt involvement during the reported malfunction.